Manufacturer narrative:
(B)(4). The batch card(s) for the complaint lot(s) was reviewed coating presence test was conducted on the sampling, all passed results. No physical assessment can be conduct ed for this complaint report as no representative sample available. The customer com paint could not be confirmed as no representative sample is provided for investigation and due to established process control.

Event description:
The report states: received a call on behalf of a patient that injured himself inserting the catheter. The patient states that there was insufficient lubrication. This caused them to bleed and ended up at the emergency room. They were able to resolve the issue for the patient. The pharmacy purchases via a distributor.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
The report states: received a call on behalf of a patient that injured himself inserting the catheter. The patient states that there was insufficient lubrication. This caused them to bleed and ended up at the emergency room. They were able to resolve the issue for the patient. The pharmacy purchases via a distributor.